Event description:
Information was received from a user facility via a medtronic representative regarding reduction break off driver used for breaking off reduction mas set screws. It was reported that the instrument was broken pre op. There was no patient involved in this event. The broken instrument has been in use for some time. There were no further complications that were reported.

Manufacturer narrative:
H3: product analysis #(B)(4) :part # 558400, lot # rs20c026 visual inspection confirmed approximately 2mm of the instrument tip has been broken off, consistent with interface during usage. The remaining torx tip has been twisted. Fracture surface analysis revealed a fairly flat fracture surface and circular material flow. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.